Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter. No address on file for customer.

Event description:
Consumer reported complaint for e-3 error code when blood sample is absorbed during testing. The expected fasting blood glucose test result range is undisclosed. Customer states that she is feeling dizzy but states that she does not need any medical attention. No previous medical attention reported at the time of the call. The product is not stored according to specification in the bathroom. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of 169 mg/dl using true metrix meter (fasting status not confirmed) . Unable to confirm error message. The test strip lot manufacturer's expiration date is 11/17/2018 and open vial date is date. The meter memory was not reviewed for previous test result history. The meter was able to produce a result and no further assistance is needed.